Manufacturer narrative:
Updated fields: b3, b4, b5, d9, g3, g6, h2, h3, (h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b3, d10, e1 (event site address). A getinge field service engineer (fse) evaluated the unit, and the results of the full manifold test showed no gas leaks or any other issues within the pump. The alarm is thought to be due to diffusion from the catheter, and an alarm due to restarting the pump without automatic filling. The abnormal arterial pressure waveform symptoms were not reproduced. An error was found in the atmospheric pressure transducer, so a 30 psi calibration was performed. An inspection was performed based on the service manual, and it was determined that the device is suitable for clinical use. Returned to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an alarm occurrence of 'iab circuit leakage (gas loss). The pump was replaced and the same iab catheter continued to be used, but the symptom did not reoccur. It was determined that there was no leak in the iab catheter. When the hospital staff checked the device in-house, a phenomenon of the baseline of the balloons internal pressure waveform dropping was observed, so a suspicion of internal leakage in the device arose. It is unknown if there was patient involvement, however, there was no patient harm reported.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had alarmed for iab circuit leak (gas loss). There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.